Event description:
Breast implants - silicone - implanted 1966. Removed 2006 - ruptured - sick for years, noticed you had said hair loss rare, not many women experience this and I am one of them since implanted! Now almost totally bald and treated over the years. Plus all the reported illness down to the glands swelling and thanks to your agency no help anywhere for this on-going condition. Doctors spoof and laugh at the very suggestion that silicone is the cause and death sentence! Many have died and gone unheard, just a breath silenced! All these years no doctor wants involved or treat a patient stating they have or had silicone implants. My experience has been ill on daily basis, dr. To dr. As they refer, just to get you out of their office! I am (B)(6) still breathing and how long? The FDA let women die with their ok mark for silicone! FDA members who did such a fine job of sucking up to the big pharma companies should have to spend a day suffering from silicone poisoning and see if your FDA opinion changes! (B)(6). Silicone has taken it's toll - years of hell due to silicone.